Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube nahep plh 13x75 4.0 plbl gn there was incorrect additive. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there are "defective tubes preventing cell growth for a karyotype study. The cytogenetics section noted there have been many incidences of non-cell growth in the karyotype test that is sent to the external laboratory. The external laboratory stated not only are the samples without cell growth but also the low number of metaphases. The time required for their study is longer."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 09-jun-2022. H6: investigation summary : bd received (B)(4) samples for investigation. The samples were evaluated and a sample quality issue with the incident lot was not observed as all product specifications were met. Returned samples were analyzed for heparin content and all samples tested were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for a sample quality issue. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd tube nahep plh 13x75 4.0 plbl gn there was incorrect additive. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there are "defective tubes preventing cell growth for a karyotype study. The cytogenetics section noted there have been many incidences of non-cell growth in the karyotype test that is sent to the external laboratory. The external laboratory stated not only are the samples without cell growth but also the low number of metaphases. The time required for their study is longer."